Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt is doing well since the procedure. The pt's device remains implanted. This is the final report.

Event description:
The pt reportedly had an MRI performed without removal of the internal magnet. Following the MRI, the internal magnet has reportedly moved. Surgery was performed to reposition the magnet to the correct position.